Event description:
Patient reported the infusion device triggered an alert on the way to school. Patient and parent do not remember what kind of alert it was. Patient stated his blood glucose level was 500 mg/dl and he took correction via pen. Patient's normal blood glucose level was not provided. Patient reported he was able to get his blood glucose level under control by himself. Patient reported viewing the data in the infusion device and found the following warnings: e1 (empty cartridge) error message, a1 (cartridge low) warning, e7 (electronic error) message and a4 (cartridge/adapter alert) message. The patient stated he also had an a6 (temporary basal rate canceled) message and a8 (bolus canceled) alert. Patient reported he did not program any basal rate and declined to give us further information. Patient advised that the piston rod of the infusion device did not extend and the infusion device displayed an alert; she can't remember which one it was. Mother alleges the infusion device has given a wrong alert. Mother stated the kind of alarm received is unknown. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified. The product meets the specification regarding the customer#s allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The piston rod of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump was tested within the alarm function test on the diagnostic test system and meets the specifications. The history analysis showed that the user did not set the date and time correctly when the insulin pump restarted. Therefore the hourly basal rate settings differed from the rates normally applied, when the pump has the date/time properly adjusted. The insulin pump correctly notified the user to check the date and time setting after restart. No e7 electronic errors were found in the pump history.